Manufacturer narrative:
The lead was explanted on (B)(6) 2023. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was reported on this lv lead. An x-ray showed the lead had moved/dislodged. Lead currently remains implanted. Should additional information be received, this file will be updated.